Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Failure observed during analysis. Upon receipt, a 7fr sheath was used and was restricted where the header sleeve is bonded to the electrode ring. The outside diameter of the lead was measured and was found to exceed the maximum specification. This is consistent with a potential manufacturing anomaly. (B)(4). (B)(6).